Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 229 mg/dl. Customer observed the cartridge was off of the pump when the pump case was removed. There were no cartridge alarms. No damage was observed to the pump supplies. Customer changed supplies to address bg. Tandem technical support informed the customer that the cartridge may have come off when the case was removed. Customer acknowledged the information.